Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that when they inserted the needle into the patient and began to administer the medication, the medical assistant noticed the syringe was cracked on the blue part where the needle was tightened. The medication leaked out of the crack. The hub was broken.

Manufacturer narrative:
Due to additional information received, it has been confirmed that this report is a duplicate of report 1017768-2016-00128. Therefore, this complaint and report will be voided accordingly. The information has been updated in report 1017768-2016-00128.